Event description:
It was reported before the case the 355ld arming button would not stay engaged. The trocar was not used. A 355sd was opened to use in the case. There was no consequence to the pt. The customer and rep tried to arm another 355ld in the package, it would not stay down so the customer requested a box of the lot number returned to be checked.